Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving sensor error alarms. His blood glucose was 142mg/dl at the time of reporting. Troubleshooting was performed to determine if the sensors were malfunctioning and/or the customer was using them right. Three sensors are being returned for analysis. No additional information was reported.